Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, service code 204, can connection status, and asystole) was due to a broken latch on the trunk cable connector, creating an insecure connection with the monitor. The root cause for the damaged connector was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had adjust belt, service code 204, can connection status, and asystole messages.